Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No prime anomaly noted. Pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a high blood glucose level of 400 mg/dl. The customer did not hear the alarms to change the set. They treated the high blood glucose with a manual injection. The customer also had a low blood glucose level on (B)(6) 2017. The customer's blood glucose would range between 45 mg/dl to 400 mg/dl. The insulin pump passed troubleshooting. The customer also reported that there was a crack on the corner of the screen. The device will be returned for analysis.